Event description:
Caller reported not seeing drops of insulin at the tubing's end during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Cts assisted the caller in completing the load process, guiding them through filling and loading a new cartridge, and instructed them to continue filling tubing to a total of 30 units until drops were seen, ultimately resuming insulin delivery successfully.